Event description:
Alleged event: the inner component is broken so unable to load clips in the tip. The procedure was a cholecystectomy. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #01c1100171, investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.